Manufacturer narrative:
Product analysis: analysis found that the connector port was cracked. The connector was replaced. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.